Manufacturer narrative:
A philips field service engineer (fse) performed an analysis. The fse confirmed that the speaker does not work and is damaged. The fse determined that the failure was caused by a failure in the main board of the device. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was faulty mainboard & speaker assembly. The issue was resolved by replacing the mainboard & speaker assembly. Functional testing was performed and the equipment was returned to full operation. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the audible alarms are not working on the device. The device was in use on a patient at the time of the event. There was no adverse event reported.